Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their lateral incisor (#7) is still slightly crooked. The lateral side of their tooth #7 is flush/aligned with their cuspid (canine), but the medial side of their tooth #7 is not aligned with their central incisor. The lateral side of their lateral incisor (#7) still needs to be turned outward more. The patient was advised to rest a period of 7 days tipping for tooth #7 and the issue was resolved, and aligner evaluation has been sent.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.